Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was admitted with fractured nasal bones. A procedure was initiated to install matrix midface plates. During drilling prior to installing the plate and screw, the drill bit broke while being turned back and the tip got stuck in the bone. The specialist was consulted and said that it was difficult to remove, so it was decided to leave the tip in place. The procedure was completed with no further complications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.